Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke resulting in the fiber beam not reaching the target area. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.